Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was torn. It could not be determined when this damage occurred or if this damage affected the ability of the device to deliver insulin while the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 340 mg/dl. The pod was worn on the patient's abdomen for longer than 48 hours. As treatment, a correction bolus of 3 units and an insulin pen correction was performed.